Event description:
Edwards received notification through the alterra clinical trial. As reported, one fracture was found at the alterra outflow, rung 6, on the 2 year cxr. This fracture is not identified at any previous timepoints. 2 year chest xray- the alterra/sapien stent and valve in the pulmonic position, unchanged. 2 year follow up tte showed: lvef 60-65%, bioprosthetic pulmonic valve with alterra stent placement. Well seated, stent is well apposed, trace valvular regurgitation, no paravalvular regurgitation, and pv mean gradient 12mmhg.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up and completion of the engineering evaluation. Updated b5, b7, and h6. H6: investigation findings - separation problem. The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of prestent fractured was confirmed based on provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of IFU/training materials revealed no deficiencies. An in-depth evaluation related to alterra prestent fracture has been documented in technical summary. Per technical summary, the prestent in straight configurations is safe under pulsatile loads based on the finite element analysis (fea) models, accelerated wear and tear (awt) and fatigue testing. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. The technical summary documented a review of available CT scans / imagery for patients with a fractured stent. As reported, ''one fracture was found at the alterra outflow, rung 6, on the 2 year.'' Per the technical summary, patients who had a fracture exhibited rvot length on the shorter side compared to the population. The imagery review presented in the technical summary also suggested that fractures were most likely to occur where the stent apices aligned with bends in the patient's anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. Although these factors were identified as potential contributing factors of similar fractures, no relevant imagery was provided for this complaint to confirm. The technical summary reviewed the manufacturing documentation and conducted a sem (scanning electron microscope) micro crack study to determine if microcracks could be present on the frame prior to implantation of the pre-stent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the complaint event was found. While a definitive root cause is unable to be determined, available information suggests that patient factors (rvot characteristics) may have contributed to the complaint event. No manufacturing non-conformances or labeling problem were identified during the evaluation. Therefore, no corrective and preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification through the alterra clinical trial. As reported, one fracture was found at the alterra outflow, rung 6, on the 2 year cxr (chest x-ray). This fracture was not identified at any previous timepoints.